Event description:
It was reported to philips that on (B)(6) 2023, a patient fell off the table during preparation for a procedure. The report indicated patient harm; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
On (B)(6) 2023 a 68 year old female patient was brought to the hospital by ambulance with the diagnosis of unstable angina pectoris and was admitted to the cardiology department. In order to perform the coronary angiography, the patient was taken to the operating room and laid down on the table. The hospital staff was preparing to conduct the procedure, when the patient was asked to move to a different position on the table. While the patient was moving, the patient fell from the table. The procedure was aborted and the patient was transferred to the trauma and orthopedic department. Diagnosis showed that the patient suffered from a fracture of the acromial end of the right clavicle and a contusion of the soft tissue in the right parietal area. On (B)(6) 2023, open reduction of clavicle fragments and osteosynthesis with a titanium plate were performed. On (B)(6) 2023, the patient was discharged with recommendations for outpatient treatment. On (B)(6) 2024, a surgical intervention was performed to remove the foreign body - extramedullary metal structures from the bone. Philips has reviewed the service history of the allura xper fd20 and no service request was raised by the customer related to this event. Based on the available information, philips concludes that the allura xper fd20 did not contribute to the reported event and was working as intended. The patient fell from the table when she was trying to reposition herself on the table.